Event description:
Filter was placed. About two days after placement, noted it had flipped in the vena cava. The filter was subsequently retrieved in 2002. The retrieval of the filter went well. There was no venacavagram prior to the placement. The patient's vena cava was 4.5 centimeters in diameter. Too large to accept a filter.